Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify missing segment/partial display anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had partial display. The customer's blood glucose level was 101 mg/dl. The customer reported that the insulin pump was exposed to moisture and the insulin pump will continue beeping. The customer reported that they cannot go to the alarm history and was moving to partial display. The customer was advised to revert to back up plan. The device will be returned for analysis.